Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20198.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
One of the ipg (implant date: (B)(6) 2010) was inadvertently added in concomitant products section. It was not implanted at the time of the event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20198.